Event description:
Customer reported that the display on the insulin pump is blank. Customer stated that she got up to go to the bathroom and noticed the screen was blank and there were no alarms prior to her going to sleep. Customer replaced the battery and the screen was still blank, she inserted a new one and the screen was flashing a gray block then it went blank again. It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned. Customer called back after receiving the battery cap replacement and stated that she was still having issues with the blank display. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. No unexpected flashing screen noted. The device had minor scratched display window and cracked reservoir tube lip.